Manufacturer narrative:
Device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery fault) has been investigated. As received, the battery pack was unable to charge and would not power up a test monitor. A root cause analysis is currently underway at (B)(4). A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt's daughter's boyfriend contacted zoll customer support to report that one of the pt's battery packs was not holding a charge. The pt was provided with a replacement battery pack.